Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the lead exhibited pacing failure, causing the patient to experience cardiac arrest for approximately five seconds. The lead further exhibited increased and unstable threshold measurements. The lead had a possible fracture and it was further noted that the lead was implanted beyond its use by date. The lead was capped and replaced. No further patient complications have been reported as a result of this event.